Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 700.7 mcg/day) and bupivacaine (6 mg/ml at 1.4015 mg/day) via an implanted pump. On (B)(6) 2020 the patient¿s friend/family member reported that earlier in the day yesterday ((B)(6) 2020) the patient was able to get a bolus with his ptm (personal therapy manager), but later when he tried he saw code 8476 (motor stall) and had not been able to get a bolus since. Per the reporter, the patient did have an MRI, but it was a couple of weeks ago. When asked if the pump was beeping/alarming, she stated that she had heard some noises but could not be sure if it was the pump alarming. It was recommended that the pump be interrogated by the patient¿s healthcare provider to confirm the pump status. Additional information was received later on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that a motor stall occurred. The pump was alarming, and the patient was having withdrawals. The pump logs were read on (B)(6) 2020 at 10:08 am and showed a motor stall occurred on (B)(6) 2020 at 2:52 pm with a recovery at 3:11 pm. The pump stalled again on (B)(6) 2020 at 10:58 am and no recovery was noted in the logs. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿normal use¿ was noted. The alarm was silenced, and the patient was referred for an urgent replacement. Surgical intervention was planned but not yet scheduled. The patient was also prescribed a fentanyl patch and norco to minimize his withdrawal symptoms. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status was reported as ¿alive ¿ with injury¿ with the details of the injury being noted as ¿patient experiencing withdrawals - md addressing with oral medication¿. No further complications were reported/anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.